Event description:
It was reported that the patient was experiencing dizziness and the strips collected during remote interrogation showed one ventricular event in the non-magnet strip and a few in the magnet strip which appeared to be non-capture. The patient will be asked to come in to the clinic and the lead will be checked out. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.